Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 8 days after the sensor was inserted in the abdomen. The patient experienced vomiting a few times the day of the event and the cgm was reading 200 mg/dl and the blood glucose reading was 600 mg/dl. After discovering the inaccuracy, the patient went to the hospital by himself. In the hospital, the patient received intravenous treatment with zofran (dosage unknown). The patient was discharged after 4 hours and at the time of the report, the patient was in a stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.